Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly the customer went to the emergency room and was subsequently hospitalized in the intensive care unit due to a blood glucose (bg) level of 483 mg/dl and diabetic ketoacidosis. Reportedly, the customer attempted to self-treat with a bolus via pump. Reportedly the customer was treated intravenously with fluids of saline and insulin. Customer was released with issue resolved and no permanent damage.